Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have passed out in (B)(6) 2014 due to low blood glucose. Customer was taken to the hospital via ambulance and had blood glucose of 22 mg/dl. Customer was treated with IV fluids and was wearing insulin pump at the time of hospitalization. Customer did not remember any more details regarding hospitalization event. Customer reported of not having any more adverse events.